Manufacturer narrative:
Batch review performed on 30 june 2025, lot 2430458 : (B)(4) items manufactured and released on 10/12/2024. Expiration date: 25/11/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: gmk-sphere 02.12.e0312fr gmk-sphere tibial insert e-cross - flex 3r - 12mm (k140826) lot. 2430458. Batch review performed on 30 june 2025. Lot 2418462: (B)(4) items manufactured and released on 29/08/2024. Expiration date: 06/08/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0023r femoral component sphere cemented # 3+ r (k090988) lot. 2418462 batch review performed on 30 june 2025. Lot 2431554: (B)(4) items manufactured and released on 03/03/2025. Expiration date: 05/02/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After one month from the primary surgery, the patient presented with signs of infection. The surgeon revised all three components and the procedure was successfully completed.